Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission of the ventricular sense test revealed an instance of myopotentials oversensing. Turning the low frequency attenuation filter off and decreasing the maximum sensitivity were recommended. No changes will be made at this time. No adverse consequences were detected.